Event description:
On january 10, 1992, a patient underwent surgery for laser ablation of granulation in the trachea. During surgery, a sudden, severe hemorrage occured which was noted to be from innominate artery erosion. Resuscitative measures were carried but were unsuccessful. The patient exsanguinatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.